Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that during insertion the biosure ha 9x30mm began to peel off. The anchor was removed from the patient by bisoure ha screwdriver. A backup was used to complete the procedure. A ten minute delay was noted as a result. No additional bone holes were required. No patient injury reported.